Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 300 mg/dl while wearing the pod. The patient reports not being able to use their controller as it would not turn on. The patient removed their pod prior to going to the hospital. Once at the hospital the patient was treated with a manual injection of insulin. The patient was at the hospital for 1 hour.